Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that a screw was not inserted per the plan during surgery. There were two screws inserted, on l5 and l4. The first screw in l5 went in without issue. However, the manufacturer representative stated the l4 screw went in too lateral. The surgeon removed the screw and replaced it by hand. K-wires were also placed, and those did not experience any issues. The manufacturer representative stated that there was no patient movement or shoulder shift. The representative stated that they suspected skiving to be the possible root cause. The use of the guidance system was aborted. There was a delay of less than 1 hour. There was no impact on the patient outcome. Additional information was provided. The l4 on the left was the only deviated screw. It looked like it skived lateral. The deviation was more than 3mm. The case started with the healthcare professionals sending to l4 and l5 on the right. They placed k-wires first on the right-side trajectories because that is the side they were doing the decompression on. Once k-wires were placed on the right side, they moved to the left side trajectories. The surgeon started with l5 on the left. They went down with the dilator/cannula, then they pulled back the cannula slightly and went down with the drill, then the surgeon tapped, then drove the screw in. They then sent to the l4 left trajectory. They placed the dilator/cannula down to check alignment, pulled back the cannula slightly then used the drill, they proceeded to tap, and then placed the screw. Everything on navigation aligned with their plan. From the way navigation aligned, it did appear that the screws were not to plan. They took the lateral x-ray first and everything looked aligned. They then moved the c-arm to take the ap x-ray. That is when the deviation was discovered.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.